Event description:
It was reported to philips that the flexvision computer was down, which can impact system booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the flexvision computer down. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the device was used as normal but the 58¿ monitor is blank off intermittently and only recovered back after the restarting the system. To resolve the issue, the fse replaced the flexvision pc and download board software. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.